Manufacturer narrative:
The insulin pump was received with a detached end cap. The functional testing could not be performed due to the detached end cap. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that he was having extreme high blood glucose. The blood glucose reading was 467 mg/dl. Insulin did exit with a manual prime. The drive support cap appeared normal. No air bubbles were reported. The insulin pump failed the displacement test both times. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.